Event description:
The patient reportedly experienced dizziness beginning two weeks after cochlear implant surgery. The dizziness was reportedly more severe when they used their cochlear implant. The patient was hospitalized for a period of time. By july 2005, the patient reportedly had improved, was able to use their cochlear implant, but has still "a bit dizzy".